Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation e1 initial reporter phone: (B)(6). Device analysis: upon receipt at a boston scientific (bsc) post market quality assurance laboratory, the farawave catheter was analyzed by a bsc quality investigator. The farawave catheter was visually and functionally examined. Visual inspection identified the catheter was returned with a guidewire inserted. During functional testing, the guidewire was successfully withdrawn and a test guidewire was inserted without issue. Catheter deployment was tested repeatedly and the device was deployed into basket and flower configurations with no unusual resistance. Based on analysis of the returned farawave catheter, the reported stuck guidewire was unable to be confirmed.

Event description:
It was reported that a stuck guidewire occurred. A pulse field ablation (pfa) procedure for atrial fibrillation was performed using a farawave catheter. A 31mm farawave catheter was loaded onto a boston scientific starter guidewire and the farawave catheter was advanced into position in the left atrium. Application of ablation was completed on the left superior pulmonary vein and the starter guidewire was unable to be retracted. An attempt was made to advance the starter guidewire but was unsuccessful. The starter guidewire and farawave catheter were exchanged and the procedure was completed.

Event description:
It was reported that a stuck guidewire occurred. A pulse field ablation (pfa) procedure for atrial fibrillation was performed using a farawave catheter. A 31mm farawave catheter was loaded onto a boston scientific starter guidewire and the farawave catheter was advanced into position in the left atrium. Application of ablation was completed on the left superior pulmonary vein and the starter guidewire was unable to be retracted. An attempt was made to advance the starter guidewire but was unsuccessful. The starter guidewire and farawave catheter were exchanged and the procedure was completed.

Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. E1 initial reporter phone: (B)(6).